Manufacturer narrative:
Analysis and testing of the returned battery pack identified it would not accept a wakeup charge. The cells are completely depleted at under 1v. The cause of the depleted battery was a failure to maintain the battery as defined in the device user manual. The rmu-1000 device IFU stated warns that improper maintenance can cause the rmu-1000 acc not to function. Maintain the rmu-1000 acc and rechargeable battery pack only as described in the user manual. Failure to maintain the battery pack per the instructions outlined in this user manual will result in the rmu-1000 acc becoming inoperable.

Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the arm with the customer identified that the arm is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that during a rescue attempt on a patient who they said was most likely dead on arrival, the arriving unit attempted to attached the arm to perform compressions but the battery was depleted. Another ems team arrived, attached their arm, and ran compressions for 30 minutes, but the patient was not resuscitated. Although the report does not indicate that the patient's death was related to this device, this MDR is being filed as an adverse event out of an abundance of caution.